Manufacturer narrative:
The locatable guide catheter was returned and evaluated. The evaluation resulted in no problem found. The issue was not verified in lab therefore no conclusion could be made. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
The physician could not achieve an acceptable registration using the locatable guide during a superdimension enb procedure. The physician cancelled the case and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information is obtained a follow-up report will be submitted.